Event description:
The patient was admitted for incision, drainage, debridement of a large right popliteal seroma. At the time of surgery, she was found to have involvement of the entire course of the femoral popliteal bypass graft with chronic seroma in the inguinal region as well, which had recently been enlarging. There were no signs of infection, no malodor. The previous aspirations had revealed negative cultures. A decision was made to place a new interposition graft. The following are the surgeon's notes from the operative report: "the patient has had a massive seroma of the distal popliteal incision, which we have aspirated more than 3 or 4 times with rapid recurrence which is causing a severe discomfort. It has reached the size of a watermelon. I have explained to the patient that I really do not have any other alternatives since the saphenous vein on the other side is not long enough to reach to the area of the popliteal and my only alternative would be to replace the graft. My original intent was then to open up the seroma and possibly put on a vac device. However, in the waiting area, she explained to me that she had now developed a similar seroma in the groin and when I saw it, it was obvious that there was a communication all the way up the graft since I could ballotte on the popliteal and the one in the groin would pulsate."..."procedure in detail: with the patient prepped and draped in the appropriate manner, a small incision was made at the popliteal and large seroma fluid sucked out. This was clearly not infected as per recent cultures. The entire area then deflated. On opening up standard seroma cavity was encountered with shiny serosal-like tissue that had now covered the entire area. The distal anastomosis, however, was completely incorporated. The graft itself was almost totally transparent and clearly the source of the seroma fluid. The groin area was then opened and similar finding was encountered. The graft was then excised and a new graft pulled through the old tunnel since there was no subcutaneous tissue available for me to put it in any other place. The patient was then heparinized and a small nubbin of proximal and distal graft was maintained using fogarty hydragrips and a new 6 mm thin walled ringed propaten graft sewn end-to-end to both pieces. Heparin was reversed with protamine and there was immediate hemostasis. The entire tunnel was then irrigated and the serosal area burned using bovie cautery until the entire area that I could visualize both proximally and distally had been cauterized. The proximal wound was then packed with surgicel and surgicel was passed as far down the tunnel as I could pass it and packed up, and the wound was closed using 3-0 vicryl and then surgicel was used to seal the wound. The distal wound was then treated by resecting as much redundant skin as I could and then closing using 3-0 vicryl and skin staples, again using surgicel." The next day the patient was ambulating, and the graft was functioning well, and she was discharged home. Note: the surgeon took a piece of the graft with the plan to give this to the rep.